Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, company representative reported "blockage" in infusion tubing. Patient was sent replacement infusion sets and experienced the same concern with new infusion sets on (B)(6) 2010. Patient stopped using infusion device "for a while" and started again when she received new infusion sets. After patient experienced the same concern with new infusion sets, she went back to injection therapy. Patient experienced elevated blood glucose in relation to this complaint and while on injection therapy. Company representative reported blood glucose elevated when the infusion tubing turned "white." Patient would disconnect infusion tubing from headset and complete bolus to see if insulin was flowing. Insulin would flow from the tubing. No occlusion errors were received during that time. Follow-up was completed with patient on (B)(6) 2010 to discuss while substance in tubing. Patient reported she was in the hospital and did not believe infusion device was delivering insulin as intended. Patient did not wish to provide additional details at that time. Follow-up was completed on (B)(6) 2010. Patient believed the hospitalization and hyperglycemia were a result of not getting insulin due to the crystallization or "white substance" in the infusion tubing. Patient spoke with physician and was advised the white substance was likely crystallized insulin. Patient noticed the white substance near the infusion luer lock on the first day of use, and it would be throughout infusion tubing by the second or third day. Infusion tubing was changed every 3 days and insulin cartridges were changed every 5 days. Patient experienced hot flashes during the night and was advised this could affect insulin in tubing. Blood glucose was tested in the hospital and was between 200-500 mg/dl. Target blood glucose is 120 mg/dl. Patient was not using infusion device for 1 week prior to hospitalization; however, blood glucose was elevated while she was on infusion device as well. Patient experienced a heart attack and kidney failure while at hospital. Heart attack occurred on (B)(6) 2010. Kidney functioning was "okay now." Hyperglycemia was treated with insulin injections while in the hospital, and patient was hospitalized from (B)(6) 2010. Patient was on insulin injections at time of follow-up and did not wish to use infusion device. Patient does not feel like she "picked up on her training." No patient was requested for evaluation.